Manufacturer narrative:
Continuation of d10: product ID: tm90t0; serial# (B)(6); product type: accessory; product ID tm90t0; serial# (B)(6). Product type: accessory. Product ID: a820. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had not been able to bolus since doing their second of 9 at 9am due to seeing ¿not found.¿ the patient stated that they had been charging the communicator since 10:30 thinking it was a low communicator battery, but despite the indicator light being green and unplugged when using it they had not been able to connect. The agent conferenced on hcit (healthcare information technology) after toggling off/back on bluetooth and location, resetting the communicator, relaunching the myptm app, and pressing ¿switch communicator¿ did not resolve the issue. After the hcit agent had the patient force stop the myptm app and reset network settings, the patient was able to request/receive a bolus. While connecting, the patient stated, ¿it gets slower when you really need it - it's faster right after I get it filled.¿ the agent inquired about the event date, and the patient stated, ¿I just noticed that coming up to my refill,¿ but did not provide further information. Additional information was received from the patient who stated that the same thing was happening again. The patient stated that they bolus 9 times a day and for the past 2 weeks they had had to sometimes press the communicator really hard against their pump in order to connect to the pump and they had been getting ¿no pump found.¿ the patient also stated that they move the communicator over their pump until it finds the pump. It was noted that the patient was escalated, and the issue was not resolved. A replacement communicator was requested from the repair department because the patient was having issues connecting the communicator to the pump and they were getting ¿no pump found.¿ no patient injury reported.